Manufacturer narrative:
(B)(4). The event is currently under investigation. A follow up report will be submitted upon receipt of additional information or completion of the investigation.

Event description:
The customer reported in preparation for a flexible ureteroscopy procedure, the ngage nitinol stone extractor basket was tested prior to use on the patient. The basket was not able to close completely and therefore could not be inserted into the flexible instrument. The device was put aside and was not used. Additional information has been requested regarding the device, patient and further event details. The patient did not require any additional procedures due to this occurrence. The patient did not experience any adverse effects due to this occurrence. There was no information was provided that indicated patient impact.

Manufacturer narrative:
Investigation ¿ evaluation: one opened ngage nitinol stone extractor was received for an evaluation. The device was returned trapped beneath the lid of the shipping tray. The handle was in the closed position and the basket formation was in the open position. The collet knob is tight and secure. The male luer lock adaptor (mlla) is loose. The polyethylene terephthalate tubing pett measures 3.5 cm in length. A functional test determined the handle actuates the basket formation to the open position, but it does not close the basket formation completely. A visual examination noted the basket sheath has a kink 6 cm from the distal tip of the basket sheath. The support sheath and the basket sheath are still adhered. One unopened ngage nitinol stone extractor was also received. The handle was in the open position and the basket formation in the open position. A check of the basket sheath noted no damage, kinks, or bends. A functional test noted the handle open and closes the basket formation as intended. Based on the investigation evaluation, there is no indication that a design or process related failure mode contributed to this event. A review of production and quality documentation did not identify any specific issues with current manufacturing or quality controls that may have contributed to this incident. A review of the device history record showed there were no non-conformances during the manufacturing process. A review of complaint history for this product/lot number combination revealed two other complaints have been received. Most likely, the kink noted in the basket sheath in the open device is responsible for the product not closing completely. Since the device was returned in the open position, it is not known when or how the kink occurred. The definitive root cause of this device issue could not be determined and no conclusion can be drawn. Per the quality engineering risk assessment, no further action is required. Cook medical has notified the appropriate personnel and will continue to monitor this device via the complaints database for similar complaints.